Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30 n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician stated that lodi implant failed to osseointegrate. The clinician did not provide the following information: amount of torque used on abutment & implant, whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. The records management database indicates that the implants met the specs and were approved for product release. Any issues were successfully resolved prior to the release of all implants. No further action is required. Refer to per 16-007.

Event description:
Lodi implant failed to osseointegrate.